Manufacturer narrative:
Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of valvular disease. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. Annular calcification is a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in dehiscence and/or pvl. A definitive root cause cannot be conclusively determined for the reported dehiscence leading to pvl; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: corrected sections b5, h6 (component code, device code).

Event description:
It was learned through the implant patient registry and medical records, that a 33mm 7300tfx magna mitral ease valve was explanted after an implant duration of three (3) years, two (2) months due to valve dehiscence causing severe pvl. The patient presented with congestive heart failure. The explanted valve was replaced with a 31mm 7300tfx valve. Patient was taken to recovery post procedure. Per medical records, the patient presented congestive heart failure. Tee demonstrated rocking bioprosthetic mitral valve with partially dehiscence of the 4 -6 o'clock position in the surgeon's view causing severe paravalvular leak. The patient underwent a redo sternotomy and previous valve was removed, and the annulus was sized and replaced with a 31mm 7300tfx magna mitral ease valve. The replacement valve was seated appropriately and secured into position. Concomitantly, tricuspid valve repair was performed with a 32mm physio ii ring. The patient was weaned from bypass without adverse event, and protamine was administered. Hemostasis was achieved. The patient tolerated the procedure very well and was transferred to the ICU in critical, but stable condition and discharged pod#8. Per pathology report, the patient's preop diagnosis was severe mitral regurgitation. The valve had focally disrupted bloodstained tan-red cloth. Stitched and clipped to the inner opening are 3 flexible tan-pink leaflets of plastic with focal yellow nodularity and streaking. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 33mm 7300tfx mitral valve was explanted after an implant duration of three (3) years, two (2) months due to severe regurgitation. The explanted valve was replaced with a 31mm 7300tfx valve. Patient was taken to recovery post procedure. Per medical records, the patient presented with acute on chronic combined systolic and diastolic heart failure. Tee demonstrated partially dehisced mitral valve prothesis with severe paravalvular leak. The leak is located posteriorly in the 4 o'clock to 5 o'clock position in the surgeon's view. The previous valve was removed, and the annulus was sized and replaced with a 31mm 7300tfx valve. The replacement valve was seated appropriately and secured into position. Tricuspid valve repair was performed with a 32mm physio ring. Patient was weaned from bypass without incident, and protamine was administered. Hemostasis was achieved. The patient tolerated the procedure very well and was transferred to the ICU in critical, but stable condition. Per pathology report, the patient's preop diagnosis was severe mitral regurgitation. The valve had focally disrupted bloodstained tan-red cloth. Stitched and clipped to the inner opening are 3 flexible tan-pink leaflets of plastic with focal yellow nodularity and streaking. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.